Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported before use of the bd luer-lok¿ disposable syringe there was foreign matter in the syringe. The customer reported "potential contamination from the syringe.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. The photo depicted a magnified version of what appeared to be a 1ml ll syringe reported to be from batch #6321825 (p/n 309628). A piece of white/grey foreign matter was observed on top of a stopper inside the syringe in the fluid path. The foreign matter appeared to be a piece of synthetic fiber. The barrel also had multiple unclear droplets on its walls, indicating it was potentially used. DHR review for batch 6321825 (p/n 309628): manufacturing dates: 12/02/2016 to 12/03/2016. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6321825 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photo evaluation, bd was able to confirm the customer's indicated failure. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.